Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. No additional information was provided. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, elevated blood glucose levels were addressed by correction bolus via the pump and manual insulin injection.